Event description:
It was reported that during post-operation check, the patient's atrial lead was failing to capture and was inappropriately sensing r-waves. X-ray was performed and confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies except for damages consistent with procedure damage.